Event description:
The customer observed inconsistent results for alinity I stat high sensitive troponin-I. The customer further communicated that when they were repeating the results they used both plasma and serum patient specimen tubes. The customer confirmed that the specimens were drawn from the same patient at the same time. The customer provided the following data for a 60-year-old male patient (customer normal range: male 1.9-34.2 ng/l): sample ID 720742964: initial serum result was 39.6, repeat result was 33.1 and initial plasma result was 64.9 and repeat result was 60.4. The customer indicated that the discrepant plasma results were not reported to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 and there is a similar product distributed in the us, list number 04z21. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation regarding discrepant results between plasma and serum samples using alinity I stat high sensitive troponin-I reagent lot number 47460ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket and trending review did not identify any trends regarding commonalities for lot numbers and the issue. Device history record review did not identify any deviations or non-conformance associated with lot 47460ud00. The overall performance of the alinity I stat high sensitive troponin-I reagent was reviewed using field data from customers worldwide. The review of field data determined the median results for lot 47460ud00 are within the established limits and comparable with other lots in the field, indicating no systemic issue for the lots. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent lot number 47460ud00 was identified.

Event description:
The customer observed inconsistent results for alinity I stat high sensitive troponin-I. The customer further communicated that when they were repeating the results they used both plasma and serum patient specimen tubes. The customer confirmed that the specimens were drawn from the same patient at the same time. The customer provided the following data for a 60-year-old male patient (customer normal range: male 1.9-34.2 ng/l): sample ID (B)(6): initial serum result was 39.6, repeat result was 33.1 and initial plasma result was 64.9 and repeat result was 60.4. The customer indicated that the discrepant plasma results were not reported to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
D4 - catalog # was updated from 08p13-22 to 08p13-24.

Manufacturer narrative:
D4 lot number was updated with the customer provided lot number of 47460ud00.